Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that no diagnostics/troubleshooting was done, and no act ions/interventions were taken. The cause of the patient¿s symptoms was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) and morphine (unknown) via an implantable pump for spinal pain indications. The patient reported that sometimes it takes the 4th bolus before she felt any relief which was 4 hours of suffering. Patient stated ever since the newest pump was placed has had all kinds of problems with it or just replaced. The patient stated has all kinds of withdrawals. Patient mentioned she was hospitalized in november and had a very bad reaction and was sent to the hospital and sent home because they did not know how to work the pump. Patient stated dates of withdrawals were (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6). Patient stated she calls her healthcare provider (hcp) at this time and goes to see the pain hcp. Patient stated did some type of study to make sure medicine was getting into the catheter but they did not determine that something was wrong with the pump. Patient stated was not working well for her.